Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. Athe customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer informed that they get shaky curves with evp assay that sometimes results in false positive result."

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results with the bd max enteric viral panel (ref. (B)(4)) from an unknown lot number was performed by the complaint¿s history review. Customer reported shaky curves with bd max¿ enteric viral panel (B)(4) which sometimes resulted in false positive results. No kit lot number nor data was provided for the investigation. Despite several requests made to receive additional information from the customer, aside from the information available in the complaint text, no data or additional information was received. Without more details, bd was unable to further investigate the complaint. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max¿ enteric viral panel assay. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. A customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer informed that they get shaky curves with evp assay that sometimes results in false positive result."